Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; due to wear of angle wire, the play of upward/downward knob was out of the standard value; adhesive on bending section cover (a-rubber) had a chip; light guide lens was cracked; mouthpiece was loose; plastic distal end cover had a burn; objective lens had a chip; scope-cover plate had peeling; indication on suction-connector was peeled; forceps channel port was shaved; paint on air/water-cylinder was peeled; control unit had discoloration; electrical-connector had discoloration due to water leakage; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the air/water flow system on the evis lucera gastrointestinal videoscope had air/water flow issues. The issue was observed during an unspecified procedure and completed with the same device, with no delay noted. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope]. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function]. When using the air/water button. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.